Manufacturer narrative:
All available information was investigated, and the reported physical resistance / sticking (lock line - difficulty) could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and the results of analysis, a cause of the reported physical resistance / sticking (lock line - difficulty), associated with the lock line becoming stuck during lock line removal, could not be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report a difficulty removing the lock line it was reported this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4 and a restricted posterior leaflet. An ntw clip was inserted and placed on the mitral valve. However, during deployment while removing the lock line, the line became stuck. Troubleshooting was performed, and the line was able to be removed. The clip was then deployed, reducing mr to a grade of 1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device has been received. However, investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.